Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had a cracked lcd window, cracked display window corner, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that she was trying to deliver an insulin bolus and noticed the issue with the keypad. Customer removed the battery an when putting it back in, the numbers on the screen started ramping on their own and received a button error alarm. Blood glucose level is 162 mg/dl. Nothing further reported.